Event description:
Pseudosepsis, excruciating pain in right knee, swelling in right knee, fluid build-up in right knee, pt on crutches. Info was rec'd on 08-jan-2007 from a pt designee regarding a male pt with a medical history of osteoarthritis and three previous courses of synvisc therapy, who experienced excruciating pain in his right knee, swelling in his right knee, fluid build-up in his right knee and who was on crutches. The pt began treatment with synvisc in 2006. In 2001 or 2002, the pt rec'd three courses of synvisc therapy to the left knee, which worked well. Subsequently, the pt rec'd three injections to the right knee in 2006. Beginning the day after his 3rd synvisc injection in the right knee, the pt experienced excruciating pain, swelling, and fluid build-up in the right knee. The pt was hospitalized and the next day the pt had arthroscopic surgery to flush out and clean up the knee. He was discharged from the hospital 2 days later. It was reported that the pt had his knee drained several times, and although no infection was noted by his doctors, the pt was administered several courses of antibiotics "just in case." The pt rec'd several injections of corticosteroid (depo-medrol) in the knee to treat these symptoms, and was also taking ibuprofen. At the time of this report, the pt's symptoms of knee swelling and fluid build-up in the knee had not resolved, necessitating drainage of the knee "3 times in the last week and a half." The pt remained on crutches and was out of work since the events began. Additional info was rec'd from the pt's physician in 2007. The pt's medical history was significant for moderate osteoarthritis with joint narrowing and osteophytes. Additional treatment to the right knee was as follows: arthrocentesis for the effusion and irrigation and debridement via arthroscopy. Synovial fluid was collected with the following results: no crystals and no growth of organisms seen. Complete blood count collected showed a white blood cell count of 18.7 bil/l, neutrophils 0.8 bil/l, and lymphocytes 0.8 bil/l. It was reported that the pre-operative diagnosis for the arthroscopic surgery was a septic right knee, possibly pseudoseptic. In addition, the hcp indicated surgery was performed in part due to disease progression. At the time of this report, the pt had not recovered. The physician assessed the relationship of the events to synvisc as probable. Additional info was rec'd on 02-feb-2007 from the physician. The hcp confirmed that the diagnosis was pseudosepsis and that this event was possibly related to synvisc. Manufacturer's comment: synovial fluid or effusion should be removed before each injection of synvisc.